Event description:
The nurse reports a patient in intensive care unit had a flexi-seal in place for two days when they found the device with the retention balloon "torn and laying on the bed between the patient's legs near the anus". It was further reported that upon examination the nurse found that a "wedge section" was missing from the balloon.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received on 04/02/2015 which was not captured on the initial MDR reported to the FDA on 04/03/2015 - MFR #: 1049092-2015-00190. Confirmation was received stating that the defective fms was not replaced with another fms or other brand of fecal management device. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 04/10/2015.

Manufacturer narrative:
Add'l info was received on 07/21/2015. Third party manufacturer performed a review of the routers used to manufacture lot # 14vm542272 and there were no discrepancies or deviations noted outside the normal process parameters. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review, no discrepancies or non-conformances were found. There is not enough info to conclude the product did not meet specification and perform as needed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 08/03/2015.